Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "does not detect open door" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was not detecting open door during testing in the biomedical service department. There was no patient involvement. No additional information is available.